Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery system required quite a bit of manipulation in order to reach a high septal region. The leadless implantable pulse generator (ipg) was deployed and after the tether removal, it was noticed that the patient became hypotensive. An echo was done and pericardial effusion was observed. Pericardiosentesis was done. The patient's blood pressure still dropped as the effusion was more extensive than originally thought and required surgical repair for the perforation. The device remains in use. No further patient complications have been reported as a result of this event.